Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that the patient presented emergently over five years later, a distal type ib endoleak on etew1313c82e had caused a aneurysm rupture. Intervention was performed and a limb extension was implanted. This resolved the endoleak. As per the physician the cause of the event was anatomy and noted the disease progression on the common iliac artery. No additional clinical sequelae were provided and the patient is fine.